Manufacturer narrative:
Retainer ring black. Customer returned pump for alleged cosmetic damage located at the lcd window found on oct 7, 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, cracked case (battery tube), pillowing keypad overlay, cracked retainer ring (dented) and minor scratches on lcd window. In summary customers alleged cosmetic damage was confirmed at the lcd window by visual inspection where very minor scratches on the lcd window was noted. Additionally, damaged retainer ring was noted. Pump tested ok. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.